Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered, a correction bolus was delivered, and an infusion set site change was performed to treat the bg. The cause for the bg is unknown.